Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the patient side cart (psc) common compute controller (ccc). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The psc ccc was analyzed and the customer reported complaint was confirmed and replicated. In lighthouse, error 31089 was found indicating the fault had occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The psc ccc was installed into the golden system where reported failure was triggered by indicating faults on the firefly fiber optic cable on the ccc, replicating the report event. The firefly optic cable was replaced with a known good cable using an aba procedure. The psc ccc functioned as expected, but when cable was switched back to the original firefly optic cable it failed. The complaint was confirmed based on the failure analysis, which indicates that the device may have contributed to the customer reported issue. As a result of these findings, failure analysis was able to conclude that the root cause of the report event was determined to be a bad firefly optic cable in psc ccc.

Event description:
It was reported that prior to starting a da vinci-assisted unilateral inguinal hernia surgical procedure, the system powered on with a non-recoverable fault and a message instructing to connect the robot to the tower to start the procedure. Prior to calling, the customer reseated all blue fiber cables and restarted the system, after which a message stated that the console was not connected. Technical support engineer (tse) then guided the customer through a hard power cycle on all carts and advised moving the blue fiber cable to alternate fiber ports on the console and tower. Upon powering back on, the system displayed errors 17 and 170 and a message to check the robot emergency power off (epo) button and confirm the fiber cables were connected. There was no report of patient involvement.